Manufacturer narrative:
The customer¿s complaint could not be verified and a root cause could not be determined in association with the subject controller as the device functioned as intended when tested. We could not duplicate what the customer experienced at his/her facility; however the concomitant devices associated with this complaint event were not returned for evaluation. It is possible there was an issue with one or more of the concomitant devices that may have had an impact on what the customer observed during the complaint event. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. Overuse of the concomitant wand resulting in diminished function of the electrodes. 2. Insufficient saline flow to the surgical site resulting in a weaker plasma field produced by the concomitant wand. 3. Surgical technique of the user at the customers facility. 4. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was alleged that the coblator ii controller was not functioning properly. The procedure was successfully completed using an alternate device/method. There have been no reported patient complications.